Manufacturer narrative:
With guidance from the policy branch of the FDA, reported by stryker gmbh, (B)(6) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from small bone innovation, inc. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) howmedica osteonics corp.¿s purchased certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Device is not available to stryker.

Event description:
Tabs of wrenches are broken off - sbi marketing has notified field of the slotted fixation bolt. This bolt will eliminate the need for the wrench.